Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day of implant during an atrioventricular (av) node ablation, the atrial lead dislodged. Repositioning was attempted multiple times but the helix stopped extending/retracting. The lead was explanted and replaced. No patient complications have been reported as a result of this event.